Manufacturer narrative:
Additional information reported that the stent failed because it could not pass the lesion. Product analysis the device was returned with the manifold safety locking pin tightened. The stent was confirmed from the strain relief, the deployment paddles are approximately 57mm apart the device was flushed and both annual spaces flushed, a 0.035¿ guidewire was unable to advance fully through the device, the proximal deployment paddle was pinned, and the distal deployment paddle was pulled to fully expose/deploy the stent without difficulty. The stent was examined and confirmed as 40mm, the distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 30mm and 32mm from the distal end of the stainless steel hypotube, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the stent serp65-09-40-80 protege gps, inaccurate delivery was noted, resulting in the stent being deployed in an unintended lesion site. Jumping occurred during stent deployment, leading to deployment in other lesions. The lesion was pre-dilated, and no resistance or excessive force was encountered when advancing the device. The procedure was completed using another medtronic stent successfully. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.